Event description:
Device malfunction: difficult to remove, suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, difficulty was encountered parking the foot due to heavy vessel calcification. The lever was moved repeatedly enabling the foot to be parked and the device removed. It was noticed that the suture was broken at an unspecified device location. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.